Event description:
It was reported the customer's insulin pump unexpectedly suspended itself. The customer also reported three loud beeps occurring when the insulin pump suspended. The customer's blood glucose was 101 mg/dl. The customer did not exhibit symptoms of low blood glucose. The customer stated their sensor glucose was 94 mg/dl when their blood glucose was 101 mg/dl. The customer will be monitoring their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.